Event description:
New information received: patient was prior and post procedure.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that premature battery depletion was observed on the device. Device is on battery advisory. Device was explanted and a new device was implanted. No further information available.

Event description:
Patient was stable prior and post procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.